Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the reason for call was rep said patient saw code 201 (eri) on her handset and the tablet showed 44% battery life and eri. Rep said he reprogrammed patient and based on longevity of the setting it was showing estimated life of 5 years. Rep said he was hoping that since battery is at 44% that patient would get over 2 years of usage left. During the conversation, patient mentioned burning sensation at the battery/pocket site, new pain, and pain at the scs site. The sensation dissipated when therapy was turned off and it came back when therapy was on again. Technical services(ts) reviewed sensation was likely caused by a fluid short. Ts reviewed warranty. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The manufacturer rep resentative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reports seeing eri message on handset and only has had it 9 months. Pt states seeing 201 for the code and saw this tuesday/wednesday of last week. Patient service specialist reviewed meaning of eri and redirected to healthcare provider. Patient said they met with representative on thursday and representative said he fixed it and turned some things off. Patient then called representative on monday and said they were hurting because representative had turned off programs 2 and 3. Representative told patient to turn programs 2 back on. Patient adjusted intensity and when they went back in about an hour later, intensity was back down to 0.agent walked pt through reset and through the menu and pt seeing eri and communicator 85%. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient stated they had a few problems with equipment in the first implant and had to have items replaced. See pe 704271862 for previous equipment replacement

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the pt got service code 201(device nearing end of service/device reaching eri) according to note from the ins was "faulty;" manufacturer representative (rep) said ins was faulty. Reviewed meaning of code. The reason for call was to gather model and frequency information. Provided information.

Manufacturer narrative:
H7: information updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.